Event description:
Gambro was notified of an incident in which the customer reported: "fluid removal rate and actual pt fluid from crrt did not match up. At 8pm received a negative 85f of actual pt fluid removed, which again did not match with removal rate." Therapy was interrupted and blood was returned to the patient. Therapy was started again without incident. The rn, nurse manager, confirmed that the patient had not suffered injury or required medical intervention. Customer reported that nurse had failed to break the frangible pin in the prismasate bag. Customer retrained the nurse following the incident.

Manufacturer narrative:
The device was not available for evaluation by the manufactuer. Customer reported that the frangible pin had not been broken by the nurse. According to the facility, the excessive fluid removal was 4,000 cc over a two hour time frame. The amount did not result in any medical intervention or any injury. MDR 9616240-2006-00504 was submitted for the machine.